Manufacturer narrative:
H6: investigation summary: one photo of a 1ml luer-lok syringe (p/n 309628) was received & evaluated. The photo has two images of a syringe which shows the stopper is not attached to the plunger rod tip, it is jammed between the plunger and the barrel in the flange area of the syringe. The observed condition was non-conforming per product specification. Potential root cause for the jammed stopper defect is associated with the assembly process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch 8277864 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported while using bd luer-lok¿ 1-ml syringe a deformed plunger was discovered there was no report of patient impact. The following information was provided by the initial reporter: it was reported by the consumer the syringe plunger was defective.   The complaint report stated: while the physician was "drawing up the eylea from the vial with the syringe, the syringe had a defective plunger so was stuck on the bottom." The syringe stopper was no longer attached to the end of the plunger rod and was wedged between the side of the plunger rod and the interior wall of the syringe barrel.

Event description:
It was reported while using bd luer-lok¿ 1-ml syringe a deformed plunger was discovered there was no report of patient impact. The following information was provided by the initial reporter: it was reported by the consumer the syringe plunger was defective.   The complaint report stated: while the physician was "drawing up the eylea from the vial with the syringe, the syringe had a defective plunger so was stuck on the bottom." The syringe stopper was no longer attached to the end of the plunger rod and was wedged between the side of the plunger rod and the interior wall of the syringe barrel.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.